Manufacturer narrative:
The device was not received for evaluation as it was discarded; however, the leak was identified prior to discarding, by an onsite qualified technician. The reported condition was verified. To resolve the issue, the ultrafilter was replaced. The most likely cause of the condition is due to a crack in the housing nearby the welding zone. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with ultrafilter, an external leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.